Event description:
It was reported that during a foot surgery the suture of the device jumped out of the holder because of missing backup and the anchor fell off and was no longer fixable. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Visual evaluation of the driver, sutures, needles, and screw did not find any issues. Functional testing identified that the returned device works as required. No problem found.